Event description:
The patient presented to emergency room complaining of abdominal pain. After chest and abdominal x-rays were per- formed, loss of capture was observed. The patient deceased despite the administering of cardiopulmonary resuscitation. The chest x-rays showed that the lead had perforated to the level of the t9 or t11 intercostal. Previous x-rays from 2006 and 2007 showed normal lead position, plus normal threshold and impedance were observed in 2008.

Manufacturer narrative:
Na